Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient programmer (pp) had a poor communication screen while using the antenna. The patient had not recently had implant or revision surgery. The caller confirmed the antenna was secure and attempted to synch with the implant but the issue was not resolved. The caller was not able to connect with or without the antenna. The caller also reported the patient had some uncomfortable stimulation and felt some kind of vibration right near the implant, and had problems with having to constantly re-adjust it because they were in pain or couldn't pee. If the stim was too low they couldn't pee and if it was too high it was uncomfortable. The caller stated this had been happening since 2015 and about six months ago they had to fly to (B)(6) because it was so bad. The caller later reported the new remote didn't work with or without the antenna, and the patient was due to get the battery replaced due to normal battery depletion on (B)(6) 2016.

Event description:
Additional information received from a healthcare professional (hcp) reported that the cause of the uncomfortable stimulation and poor communication was due to a dead battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.